Manufacturer narrative:
This report is submitted on august 18, 2023.

Event description:
Per the surgeon, the patient was being evaluated for dizziness unrelated to his implant. The implant was removed to complete an MRI (date unknown). Currently there are no plans to re-implant the patient. The implant remains in-situ.